Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days. Tandem customer technical support informed customer that cartridge and infusion set are indicated for use with tandem supplies for 3 days. Customer understood and acknowledged. Reportedly, the customer changed the cartridge and infusion set to address the issue.